Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a sales representative, the account suspected that a 5mm x 22mm embotrap iii revascularization device (et309522, 21m002av) may not have been sterile, as it was not neatly packed into the hoop as normal. Therefore, the decision was made to not use the product in the patient. No pictures of the products¿ condition or packaging can be obtained. The device was discarded, therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. There were no issues with sterilization and the final number of units released reconciles with the number of units released by advant medical to cerenovus. With the information available and without the product available for analysis, the reported customer complaint of ¿packaging/pouch/box - compromised sterility¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a sales representative, the account suspected that a 5mm x 22mm embotrap iii revascularization device (et309522, 21m002av) may not have been sterile, as it was not neatly packed into the hoop as normal. Therefore, the decision was made to not use the product in the patient. No pictures of the products¿ condition or packaging can be obtained.